Event description:
Pt experienced pain during administration of chemotherapy. It was then discovered that the catheter had disconnected from the port and migrated towards the heart. The port was left in place and another catheter and lock attached to the port. The silicone sleeve that fits over the lock collar was dislodged and had migrated up the catheter.